Event description:
A greater than 1000 advia centaur cp total hcg result was obtained on a pt sample. A 1:100 auto onboard dilution was performed and a false low dilution result was reported by the customer. The physician informed the pt that she was miscarrying. The pt sample was repeated as neat (undiluted) and the total hcg result was greater than 1000. A 1:100 auto onboard dilution was repeated twice and both results were higher than the initially reported 1:100 dilution result. The physician was informed by the customer of the two repeated 1:100 dilution results. The sample was sent out to another laboratory for testing, and the result agreed with the repeated advia centaur 1:100 dilution results. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
A siemens field engineer (fse) was sent to the customer site for system inspection and found fibrin in the sample probe. The cause of the initial lower positive advia centaur cp total hcg discordant 1:100 dilution result is unknown. The fibrin found in the sample probe may be a contributing factor. The instrument is performing within spec. No further eval of the device is required.